Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 11 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient was suffering severe regurgitation per heart team. Based on CT evaluation, patient was suitable for a 26mm s3ur valve at nominal pressure. Valve was deployed without complications with improved hemodynamics. No regurgitation noted post deployment. No residual gradient. Patient remained in stable condition throughout the procedure and post procedure. Upon follow up, the fcs clarified that the reported severe regurgitation is central leak.